Event description:
The customer reported that during calibration, the device was giving value below. Further information was provided that it was giving shock values lower than expected. There was no adverse patient impact reported.